Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the hanger broken however was unable to confirm the customer comment of the menu control knob broken. It was noted that both output connectors were broken, the menu encoder was loose, upper case was broken around the menu encoder and three plugs were damaged (tool marks). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob and hanger of the external pulse generator (epg) were broken. The epg was returned for service. There was no patient involvement.